Event description:
The information provided to sjm indicated a pt underwent an aortic valve replacement on (B)(6) 2012 where this 23mm master series valve was used. The pt presented with endocarditis and the valve was explanted on (B)(6) 2013.

Manufacturer narrative:
A final medwatch will be sent at the conclusion of our investigation.